Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09apr2020.

Event description:
The customer reported an unknown noise. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 18jun2020. B4: 18jun2020. The device was evaluated by the field service engineer and it was discovered that the devices blower was noisy. The field service engineer replaced the noisy blower and fan filter to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. After reviewing the device's evaluation and repair information, this issue would be classified as a non-reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.